Event description:
It was reported that during a bariatric procedure the surgeon was using the device and when they fired the first device it clamped onto the vessel and would not open. They cut the device off of the vessel and used another like device to complete the procedure. They completed the procedure with a new like device. There was no patient consequence reported. The intent of the procedure did not change.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Jaws. The analysis results of the device found that it was received with the jaws closed and with one clip malformed sideways fed and jammed in the jaws; the tip of the advancer was noted bent. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Once the clip was removed from the jaws, one jaw was noted to be broken at bifurcation. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. In addition, dried body fluids were noted throughout the internal components; thirteen clips adhered by dried body fluids on the clip track were found. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Please note that the findings are unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.